Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the buttons on the insulin pump's keypad were not responding. Customer reported that the insulin pump had been dropped earlier in the day of the call. Blood glucose level was 266 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. No cracks noted on the display. No button error alarms noted. No button response due to corroded keypad traces.